Event description:
It was reported that the restraint would not latch/lock due to a tear in the material. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.